Manufacturer narrative:
Stent deformation occurred in vivo during positioning. After repeated attempts to cross the lesion, stent dislodgement occurred and could not be removed. Repeated attempts were made to retrieve the dislodged stent from the patient with snares, but failed. Thrombosis occurred more than one hour after surgery. The patient was sent directly for bypass surgery. The patient did not receive dapt treatment. Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cine image review: an image shows the reported lesion in the osium of the lad. A spider view captures the lesion from a different angle. The final image provided shows a guide wire in the lad. There were no images showing the reported stent deformation, stent dislodgement, attempts to remove a dislodged stent or images or a thrombus. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The endeavor resolute rx coronary drug eluting stent is similar to the resolute integrity rx coronary drug eluting stent which is marketed in the us. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use an endeavor resolute rx coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion exhibiting 100% chronic total occlusion in the ostium of the left anterior descending (lad) artery. There was no damage noted to packaging. It was reported that the proximal stent was angled. It was reported that after repeated operations, stent dislodgement occurred and could not be removed. It was reported that this resulted in thrombosis and subsequent death.